Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sterilization procedure, the surgeon noticed that a foreign body had dropped into the abdomen and it looked like a part of the rubber seal. The item was retrieved.